Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. System check could not be performed with tandem technical support as occlusion alarms occurred in the past. Customer changed supplies to address occlusion alarms, and resumed insulin delivery. Customer's blood glucose level was 396 mg/dl.